Event description:
The customer reported the ventilator was autocycling at a high breath rate during use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the reported problem. The service technician replaced the exhalation valve to correct the reported problem. Extended self testing and performance verification testing was completed and the ventilator passed all tests per operating specifications.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event would include operator error in positioning the device too medial or too deep from the inferior border of the base of the coracoid, leveraging the device during use and/or the presence of atypical patient anatomy. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that during an ac joint reconstruction case, the surgeon missed the guide and nicked the subclavian artery. During the case, the guide pin could not be visualized on two attempts and it was felt the jig for the coracoclavicular pin could not accommodate the patient's unique anatomy; the procedure was abandoned. In recovery, the patient was found to have no radial and ulnar pulses although the patient's right hand remained perfused. The patient was transferred to the emergency department to undergo vascular evaluation. CT angiogram showed a subclavian artery thrombosis. The artery was successfully repaired surgically. The patient was discharged from the hospital in 2009. The patient was seen the following month, for a follow-up evaluation; he is currently doing fine. Original planned procedure: outpatient open right shoulder surgery with coracoclavicular reconstruction of a grade 5 ac separation and rotator cuff repair subsequent to a volleyball dive injury. The shoulder repair had not been rescheduled at the time of this report. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was received for inspection; no guide sleeve and/or drill pin were returned with the guide. An evaluation was conducted on the returned device. The complaint was not confirmed. Visual inspection of the complainant device revealed no damage. Function testing was conducted with new mating parts from inventory; the complainant device alignment was found to be acceptable. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause(s) of this event include excess torque on the drill, mode position of the guide in relation to the coracoid, incomplete visualization of the guide during use, and/or as reported an atypical patient's anatomy. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter.